Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's active exhalation control module was replaced to address the issue.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a patient expired while using a ventilator. Although the ventilator is not available for evaluation, the manufacturer received the device's downloaded event logs. The ventilator's downloaded event logs were reviewed by the manufacturer. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. The reported event occurred on (B)(6) 2018. The event logs for these days were reviewed. Several patient circuit disconnect alarms and low minute ventilation alarms were observed. The alarm with the longest duration , 72 seconds, was a patient circuit disconnect alarm that occurred on (B)(6) 2018 at 11:13:32 local time. The alarms were acknowledged as evidenced by alarm silence/reset keypresses. The ventilator was powered off on (B)(6) 2018 and was not powered on again until (B)(6) 2019. Based on review of the downloaded event logs, the manufacturer concludes the device operated and alarmed as designed and did not cause or contribute to the reported event.